Event description:
A (B)(6) admitted for elective repeat c-section. A 16 fr dual lumen latex catheter placed. C-section completed. Following day attempts to remove foley-balloon would not deflated. Initially 1 cc fluid returned, passive deflation without fluid return. (B)(6) - consulted. Balloon manually deflated with wire. Foley removed.